Manufacturer narrative:
(B)(6). No patient was involved. The customer stated that the hcu30 only was a demo unit. The complaint was only created to get information from our technical department about the issue. After three attempts to get new informations no new informations were received therefore the complaint is closed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
"It was reported that during patient treatment the cooling blanket, which was connected to the hcu30, gone up and down from 27 to 42 degrees." The incident was discovered during patient treatment. No information about patient outcome available. (B)(4).